Event description:
Homepump did not flow at expected rate; delivered approx 50% of dose in 24 hours. I checked the returned homepump and it delivered 32ml over 6 hours instead of expected; approx 60ml. After checking rate for 6 hours, I cut the line between the flow rate regulator (downstream) and the filter (upstream) to see if the filter was clogged. When this was done, fluid rapidly poured out of the homepump, indicating the problem was in the flow regulator.